Event description:
Pt for stent placement rca (3) 4.0 cook stents placed side by side in rca and deployed. Balloon catheter placed to post dilate stents and imbed. Balloon catheter caught up in 2nd stent and stent accordioned. 3.5 j&j stent placed in accordioned stent for support. Distal dissection noted. 4.0 j&j stent placed at site of dissection. 3.2 microrail passed to check dissection. Microrail caught in 2nd stent and catheter tip broke off. Pt taken to surgery for bypass in stable condition.